Event description:
Error code 45 was found in the pump history during servicing.

Manufacturer narrative:
The pump software was upgraded. Serial number (B)(4) is part of recall number z-1868-2011. This MDR is being filed as part of a retrospective review for reportability.